Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had difficulty making changes to the numbers with the patient programmer antenna. The caller stated the ins was implanted on the right side and the patient is right handed which made it difficult for the patient to reach the ins with the programmer antenna. The caller stated they had to assist the patient to use the programmer. No further complications were reported.